Event description:
It was reported that a patient underwent a total joint arthroplasty of touch cmc1 prosthesis on (B)(6) 2024. Subsequently, the patient underwent a revision surgery on (B)(6) 2026, due to polyethylene (pe) liner breakage.

Manufacturer narrative:
The investigation related to this event is ongoing. At this time, the available information is insufficient to determine a definitive root cause or whether the device contributed to the reported event. A supplemental MDR will be submitted to FDA upon completion of the investigation and when additional information becomes available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b6, d9, g3, h3, h6. The complaint could be confirmed since the affected device was returned. After a thorough investigation (returned device, device history review record, complaint history review), it appears that the failure is primarily related to an initial intra-prosthetic conflict leading to implant breakage. However, the underlying cause of this conflict could not be determined with certainty. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.